Event description:
It was reported that a patient who had sustained a thirty-foot fall was ventilated on vasopressors and had an intracranial pressure monitor. Prior to being placed on the rotoprone, the patient had been manually pronated on a regular surface. On initial transfer to the rotoprone, the patient began to desaturate. The transfer was aborted and the patient was placed back on the regular surface in the prone position. He was stabilized, transferred to the rotoprone and immediately placed prone with kinetic therapy initiated. About three hours later, the touchscreen on the rotoprone read: "shutdown detected". The kci representative was present and attempted to troubleshoot the bed without success. The patient was brought back to the supine position, so the bed could be reset. The patient began to desaturate and the physician asked if the patient could be manually pronated. Because of a safety feature on the bed, the bed could not be manually pronated. The patient had to be manually pronated in the bed by several members of the hospital staff. The patient became bradycardic and the staff was unable to find a pulse, so they placed the patient back in the supine position. The pt was administered a course of acls (advanced cardiac life support) drugs and became tachycardiac with a pulse. An epinephrine drip was started and the patient was manually pronated again. Acls support was continued and after approximately one hour, the medical team discussed futility. The patient was supinated and allowed to expire.

Manufacturer narrative:
The device was returned to kci and evaluated. The device was evaluated at the service center by engineering and was found to be missing a p-clamp that secures the power cord to the unit. Other than this missing component, there were no problems with the unit. It is not known if the fact that the clamp was missing caused or contributed to the loss of power.